Manufacturer narrative:
(B)(4). The device was not returned for analysis. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in a mildly tortuous and moderately calcified coronary artery. Following the implantation of a synergy stent, a 5.00mm x 12mm nc emerge® balloon catheter was advanced for post-dilatation. However, during the second inflation at 12 atmospheres for 10 seconds, the balloon ruptured. Despite this, the procedure was completed and no patient complications were reported.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the device was completely removed from the patient and the lesion was sufficiently dilated.